Event description:
It was reported that in central processing, it was noted that wires were sticking out of the distal end near the blades of the mega suturecut needle driver instrument. There was no report of any fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument grip cable was broken. The grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments distal pulley had scratch marks and abrasions. There were scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken grip cable if to recur could cause or contribute to an adverse event.